Manufacturer narrative:
H3: product received in sealed mckesson autoclave pouch. It is important to note that the relevant plate was returned in two pieces. No other items or debris were returned within the pouch. Performed visual examination without magnification. This part is broken in two places. The first break is at slot "s1"; this break is diagonal and approximately crosses over the midpoint/center of this slot. The second break is at hole "h1"; this break is horizontal and approximately crosses over a point 0.75mm away from the center of this hole towards the tip of the hook. As this item was broken in two places there should be three total pieces. Only two pieces were returned. The first piece is approx. 88mm long; the second piece is approx. 54mm long and has the hook of the plate. The third piece would be the tip of the hook; this piece was not returned. Other observations without magnification include that the plate has faded anodization in several places, that the plate has significant scratching and marring along the first piece with some lesser scratching on the hook of the second piece, and that there is a light pit near slot s2 of the first piece on the underside of said piece. Performed visual examination with magnification. The appearance of these surfaces is indicative of brittle failure which commonly occurs during a singular significant overload event wherein a large force is suddenly applied to the item. There are many instances of wears and scratches across this part, especially near holes and/or slots of the plate. Debris was found in hole 12 of the plate (appears to be bone). Thread wear was also found in hole 12 of the plate for the locking thread. Additional MDR associated with this MDR: 3025141-2021-00081: screws.

Event description:
The patient had an olecranon plate implanted in their elbow. At some point post op, the patient experienced a direct trauma to the elbow and the plate broke. The plate has been explanted.

Event description:
The patient had an olecranon plate implanted in their elbow. At some point post op, the patient experienced a direct trauma to the elbow and the plate broke. It remains implanted.